Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Event occurred on an unknown date in 2023. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5397017 was released in two batches. Batch1: lot qty of (B)(4) units were released on (B)(6) 2019 with no discrepancies. Batch2: lot qty of (B)(4) units were released on (B)(6) 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that the distal tip of the verse x25 inserter/tightener was stripped/ twisted/ worn. The tip was twisted in the direction of tightening. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection per procedure, it was determined that the reusable instrument device was worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for verse x25 inserter/tightener. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an unknown procedure, a numerous amount of torque driver shafts have worn out very easily. The expedium verse torque driver shafts have tapered tips and are used for set screw insertion and final tightening. They strip easily despite use of proper tightening techniques and frequently require replacing. Surgery is delayed for approximately 2-3 minutes, and completed successfully using a replacement shaft. There is no reported adverse patient consequences. No further information is available. This report is for an expedium verse spine system inserter/tightener x25. This is report 8 of 14 for (B)(4).